Event description:
This report summarizes one malfunction event. A review of the event indicated that model atg80164 atlas gold pta balloon dilation catheter ruptured and had material detach. Of this event, the device was used on the patient but the patient was not injured. The patient¿s age, sex, and weight were not provided. The atg80164 atlas gold pta balloon dilation catheter was not returned.